Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose was high after bolusing. The customer reported their blood glucose reached 349 mg/dl. The customer's blood glucose was 265 mg/dl at the time of the incident. It was also reported the customer had a large air bubble in their reservoir. The customer stated the insulin pump was not rewound with the reservoir in place. The customer also reported the insulin was stored at room temperature. Troubleshooting found the customer did not fill the reservoir correctly. The customer declined to troubleshoot any further. The customer was successful in completing a set change. The customer declined to return the reservoir for analysis.